Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to loosening of the tibial component at the cement to implant interface. Unknown cement was used. Patient had a cruciate retaining fixed bearing lt tka approximately 18 years ago. Patient had revision tka on (B)(6) 2020. Femur was well fixed and removed. Patella was retained and there was significant osteolysis in the knee. Doi: 18 years ago; dor: (B)(6) 2020 left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.